Event description:
It was reported to philips that the heartstart that the device's ECG works intermittently. There was no negative pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.